Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead exhibited noise oversensing on both the shock and rate/sense channels. This lead had been implanted for several years. Impedance measurements were noted within normal limits. The noise could not be reproduced in the clinic. The patient was noted as pacemaker dependent. Further troublsehooting was to be done soon at the normal device changeout scheduled in the near future.

Manufacturer narrative:
To date, information suiggests that this rv lead remains actively in service. As new information would become available, this report will be further evaluated and updated.